Manufacturer narrative:
The device was not returned for evaluation. The lot history could not be reviewed because no lot number was provided. The complaint cannot be replicated or confirmed, as the product was not returned.

Event description:
An event was reported on an unspecified date involving a primary set, piggyback with backcheck valve, 2 clave y-sites, secure lock, 100 inch. The report stated that mobile and immobile debris were floating in the drip chamber of IV tubing after spiking a normal saline bag. The bag and tubing were sequestered, and the supply chain was notified. The contaminant is suspected to have originated from the IV tubing. The affected lot of IV tubing was pulled from the ed. In most cases, a single brown or black spot was observed in the same area of the drip chamber. It was noted that one speck was black and the other was brown. In both cases, the specimen appeared to be embedded in the plastic of the drip chamber at nearly identical locations. The drip chamber was opened to access the speck, and the team attempted to remove it but was unsuccessful. Even with aggressive scraping using a scalpel, the speck could not be removed from the inner plastic surface of the drip chamber. There was no reported patient involvement and no reported harm.